Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Related manufacturer report number: 2916596-2022-00343. It was reported that the patient had significant damage to their system controller power cables, which activated intermittent power cable disconnect alarms. The patient was given a new system controller. The patient was also admitted with covid and during the hospitalization, the patient had an interatrial septal aneurysm.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damaged power cables on the system controller was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis and no log files nor images were submitted for review. Multiple good faith efforts were sent regarding product return. To date, no response has been received. Provided information stated that the patient cables of the heartmate 3 system controller had significant damage, which activated intermittent power cable disconnect alarms. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate iii instructions for use (IFU) section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Heartmate iii instructions for use section 7 - ¿alarms and troubleshooting¿ and heartmate iii patient handbook under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible). Heartmate iii patient handbook section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Ensure no yellow indicator is seen under the in-line locking nut. Heartmate iii patient handbook and heartmate iii instructions for use caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this report.